Manufacturer narrative:
B3. The date received by manufacturer has been used for this field e1: initial reporter facility name- childrens hospital of orange county childrens specialists h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the verbatim: description of problem: pt side occluded with filter on, filter also unable to disconnect from nad. Replaced nad, filter and tubing.

Event description:
No additional info.

Manufacturer narrative:
It was reported that the filter occluded and was unable to disconnect from the lad. One sample model 20129e along with an unknown lad connected to the extension set. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The lad was able to disconnect from the extension set. The set was flushed with water and primed with a 85% glycerin / 15% water solution. An infusion run was performed at a rate of one ml/hr for 24 hrs. No observation of occlusion. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10 below.